Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that external pulse generator (epg) turned on and then turned off. It was noted that the hanger assembly was broken. The two tubes and sleeves were missed. It was further noted that liquid crystal display (lcd) wires were routed improperly. All found defective parts were replaced and all other identified issues were resolved. Then epg passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) turned on and then turned off. The epg was tested a few times, and it remained on. It was also noted that the epg displayed a blank screen. There was no patient involvement.